Event description:
Independent repair center customer alleged alarm will not function. The key failure is the power switch has low alarm.associated malfunction for this device: sieve beds saturated, compressor noisy, pilot valve alarms, 4 way valve not shifting, barbed fitting broken off, base cabinet cracked/broken.